Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). It was reported that the cause of the motor stall was unknown; possibly the age of the pump. The pump was interrogated and the hcp attempted to restart it. The motor stall was not resolved. The patient's weight was unknown. The patient would have a new pump implanted; device return was unknown. No further complications were reported.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen (unknown, 250 mcg/ml, 36.64 mcg/day), clonidine (100 mcg/ml, 14.65 mcg/day), dilaudid (30 mg/ml, 4.396 mg/day), fentanyl (50 mcg/ml, 7.327 mcg/day), and marcaine (0.9 mg/ml, 0.13 mg/day) via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that the personal therapy manager code 8476 occurred. The pump had beeped several times. The pump was filled (B)(6) 2018. They would follow up with the healthcare professional. There were no reported symptoms. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.